Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be the presence of scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath and dilator assembly were unable to be advanced over the wire into the vessel at conclusion of the procedure. Additional information was received on 18oct2021. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. There were issues with insertion, as they could not advance the angio-seal dilator and sheath in the vessel over the wire. Hemostasis was achieved by manual pressure. The patient was stable, and the procedure was successful. Additional information was received on 19oct2021. The first angio-seal was not able to be advanced into the vessel over the wire, so a second angio-seal was opened and was also unable to be advanced into vessel. Manual pressure used to achieve hemostasis.